Event description:
During 3 fr PICC line replacement unable to remove guidewire on first attempt. Guidewire then removed and catheter advanced without difficulty. Catheter flushed and noted leakage. Attempt to remove catheter and unable to remove entire catheter. Surgical cut-down procedure performed to remove. Catheter end noted to be knotted.